Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer tried removing and reinserting the sensor, but there was still no arterial waveform on the console. The iab did not have a pressure bag transduced to the inner lumen to use as a back up to the fiberoptic waveform. The patient did have a radial arterial line, so it was recommended that the customer use that as an alternative source. Once they moved the pressure cable and zeroed the iab, there was a radial arterial waveform present. However, it did not look ideal. It was recommended they get a good blood return and then flush well. This did not improve much but the medical team said it was sufficient. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that on the second day of intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. It was noted that the patient was being moved when the issue occurred. The customer tried removing and reinserting the sensor, but there was still no arterial waveform on the console. The iab did not have a pressure bag transduced to the inner lumen to use as a back up to the fiberoptic waveform. The patient did have a radial arterial line, so it was recommended that the customer use that as an alternative source. Once they moved the pressure cable and zeroed the iab, there was a radial arterial waveform present. However, it did not look ideal. It was recommended they get a good blood return and then flush well. This did not improve much but the medical team said it was sufficient. The iab was removed after four days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Updated field(s): describe event or problem. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The optical fiber was found to be broken within the membrane approximately 6.6cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Manufacturer narrative:
Complaint record ID # (B)(4).